Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited an inability to be programmed. Changes were eventually able to be made by putting the device into back up mode. The patient was asymptomatic and successfully discharged. Further information was requested, but not yet available.